Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system and confirmed that a test shot was under exposed. Review of the system log file shows detector dose ratio missing and test shot underexposed messages. The issue was resolved while resolving another issue related to geometry was not working. It was resolved by replacing the intermittent 24v power supply. After replacement of the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that a test shot was under exposed. The system was in clinical use. It was informed that the case could not be completed, however, no harm to patient was reported.